Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller (serial number: (B)(6)) being exchanged was confirmed. Available information for the event indicated that (B)(6) was in use prior to (B)(6). (B)(6) was returned and investigated under (B)(4). The log files from that event indicated that it was in patient use from at least (B)(6) 2023. The date and reason of the exchange of (B)(6) are not known at this time, as no additional details were able to be provided by the site. The system controller was not returned for analysis, and the root cause of the reported event could not be conclusively determined. Heartmate ii patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate ii instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3- the event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was no longer in use for an unknown reason.